Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high free triiodothyronine (ft3) result for one patient sample that did not fit the patient's clinical history. The result was generated on cobas e601 analyzer serial number 1878-10. The initial result was 17.00 pg/ml where the thyrotropin (tsh) result was 0.56 uiu/ml and the free thyroxine (ft4) result was 1.15 ng/dl. The ft3 result from a second sample drawn on (B)(6) 2015 was 6.59 pg/ml. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. The patient is well and at home. There was no adverse event. Review of the provided calibration data did not indicate any issues.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer's results were confirmed on both a roche analyzer and a siemens centaur analyzer. No interfering factors were detected in the patient sample. Based on the provided data, a general reagent issue could be excluded.